Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that her implantable cardioverter defibrillator was in backup vvi mode. The patient's rhythm was normal with active high voltage therapy. A backup device status did not print but a device image was received for investigation. A device restoration was completed successfully. The patient will continue with regular follow up.